Event description:
Customer initially reports broken tip. On (B)(6) 2012 customer reports via phone no harm to pt but concerned pt could have swallowed tip.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.